Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Imagery of patient's anatomy showed presence of calcification and tortuosity on patient's right access vessel. One outward bent strut on inflow and multiple bent struts on outflow of the valve. Valve protrudes out from esheath. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed from the evaluation of the imagery provided by the site. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'upon insertion of the valve, there was resistance felt. The iliofemoral system was visualized and the valve appeared to have exited the sheath.' Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Imagery of patient's anatomy revealed that tortuosity and calcification were present in patient's access vessel. The presence of tortuosity and calcification in access vessel can create a challenging pathway as it can create sub-optimal angles for delivery system (crimped valve) insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance for delivery system/thv advancement. If excessive manipulation was applied to overcome resistance during the delivery system advancement, valve struts can get caught on and damage the sheath and result in damage to valve frame (inflow strut bent outward). As observed, multiple struts on outflow of valve were bent. This could have been resulted from device manipulation in attempts to retrieve the device. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02598.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve in a previously implanted non-edwards surgical valve, upon insertion of the valve, there was resistance noted and the valve appeared to have exited the sheath. The delivery system and valve were removed surgically. Upon inspection of the device after removal, the valve had exited the side of the sheath and a bent frame was noted. The procedure was transitioned to the left transfemoral and a new valve was implanted successfully. The patient was in stable condition post procedure.